Event description:
Reporter is an amputee who wants to report an unsafe wheelchair for seniors in general at any speed. Reporter states that this chair shouldn't be sold to anyone. It wears out (the chair) in less than a yr! He says that there's a rubber tire that came off in public and if he hadn't been in a hotel at the time it (the wheel/tire) fell off, but if it had occurred on the street in traffic, it could have been fatal. He states that the chair is poor quality and, he pushes himself on his upper body strength - but the chair was extremely difficult for him to push. The chair is "terrible." He experienced the wheel falling off on '2' occasions. Says that there aren't any adjustable leg lifts and the lifts don't lock. The leg lift portion of the chair could be twisted + turned so that it would eventually twist itself totally around. Consumer has since acquired a much better wheelchair. Reporter asks that the company be investigated and that an alert be put out, as he feels that this is a serious matter and hopes to help others by submitting this report.